Event description:
It was reported that the removal of the catheter from the pt was difficult. After the physician pulled and manipulated the catheter for a period of time with different pt positionings, the catheter separated, and a portion remained in the pt. The physician feels that the retained portion doesn't present any problem to the pt.